Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator's log files were not provided. According to the information received from our field service engineer (fse) the expiratory cassette was found defective and it was replaced by the customer themselves. Afterwards the ventilator was working properly. The replaced part was left at the customer's site and not returned to us for further investigation. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).